Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the sutures of two proglide devices were successfully pre-placed in the right common femoral artery using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The sheath was upsized to a 14f and the tavr procedure was completed. The sutures of the two pre-placed proglide devices did not fully achieve hemostasis. An additional proglide device was used; however, the sutures did not take and came out. A new proglide device was used and hemostasis was achieved. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.